Event description:
It was reported that "dpt did not zero before use." No patient complications reported.

Manufacturer narrative:
The reported complaint of a pressure issue was confirmed. The dpt showed an intermittent condition during pressure tests. On the first pressure test the dpt zeroed and sensed pressure on bedside monitor; however the pressure was unstable. The dpt did not zero or sense pressure in second pressure test. Electrical testing showed both the input impedance and output impedance were within specifications; however the output impedance showed an unstable reading when the dpt cable was twisted. Continuity testing indicated that the #2 solder joint was not making contact with the outer pad. It was appeared that the dpt showed an intermittent condition due to partial contact at the #2 solder joint. There was no visible defect observed at the supercomal cable connector. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.